Event description:
It was reported that the customer had high blood glucose levels of more than 600 mg/dl. The customer treated with manual insulin injection. The customer indicated having symptoms consistent with high blood glucose levels including flu-like symptoms and aches all over her body. Troubleshooting was done. The customer reported that there were no visible leaks on the insulin pump though there was some smell of insulin from the reservoir compartment. The customer also reported a couple of air bubbles from the tubing and reservoir of the insulin pump. The customer also reported programming a bolus but the bolus was not showing on the history of the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. It was reported that the insulin pump passed the high pressure test but the customer would still like to have the insulin pump replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.